Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The tip of the yankauer broke while inside of the patient. No patient injury.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Because the sample has not been received for evaluation; conditions reported could not be confirmed. However, due to previous evaluation on samples reported with the similar condition the potential root cause may be that there are improvements needed for the manifold and cooling systems. Corrective and preventative actions being taken to address this condition are: a.-change manifold in tool (spare part manifold). B.-clean out probes and tips. C.-clean out of cooling lines. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.